Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgery occurred to explant and replace the device, which resolved the issue.

Manufacturer narrative:
The reported end of battery life was not confirmed. Analysis of the returned ipg found the devices total stimulation ¿on¿ time was 3.13 years and it had not declared eri or eol. The device passed all communication, ate testing, and it exhibited normal device characteristics during analysis.